Manufacturer narrative:
Currently it is unknown whether or not the device may have contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Customer reported that the paramedics were called to treat her low blood glucose levels. During troubleshooting, it was discovered that customer was using the fixed prime feature to deliver insulin for food. It was also reported that customer was using the manual prime feature while connected. The significance of using the prime feature to deliver insulin was explained to the customer.